Event description:
It is reported by the patient's attorney that the patient underwent right total knee replacement in 2002. Following surgery, it was discovered that the incorrect tibial baseplate had been implanted. The device was revised in approx seven months later in 2003.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Eval codes: no product or x-rays were returned for review. Device history records indicate device manufactured to specification.